Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and vessel dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. Following the advancement of a 6f non-bsc guide catheter and pre-dilatation of the lesion, a 2.25 x 20 synergy¿ drug-eluting stent was advanced and deployed at 16 atmospheres to treat the lesion. However, following deflation of the balloon, the stent delivery system (sds) would not back track. Withdrawal attempts of the sds caused the guide catheter to deeply engage the proximal lad and ultimately caused a dissection of the lad. The dissection was then treated with balloon tamponade and the event was resolved without any hemodynamic compromise. The procedure was completed with no further patient complications reported and the patient's status was stable. The patient was discharged the following day.